Event description:
It was reported the ems was used during an unknown procedure. It was reported the device would not fire. A second was opened and the same thing happened. A third device was opened to compelte the case. There was no consequence to the pt.